Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side, "ruptured implant". The device remains implanted.

Event description:
Patient reported unknown side, "ruptured implant". The device remains implanted. Patient reported "emotional reaction to these events which has left her anxious and depressed" . Patient also reported "pain in her right breast and down to her right arm, inability to sleep on her right side, firm feeling on the right breast , uncomfortable feeling on the right side, constant feeling of leaking on the right side, pulling in different areas in the breast, the patient has been taking panadol and using voltaren to help her manage the pain.

Event description:
Patient reported unknown side, "ruptured implant". The device remains implanted. Patient reported "emotional reaction to these events which has left her anxious and depressed" . Patient also reported "pain in her right breast and down to her right arm, inability to sleep on her right side, firm feeling on the right breast , uncomfortable feeling on the right side, constant feeling of leaking on the right side, pulling in different areas in the breast, the patient has been taking panadol and using voltaren to help her manage the pain.

Manufacturer narrative:
Continued from a.4.: 67.10 kgs. A review of the device history record has been completed. No deviations or non-conformances noted.